Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other seven perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with eight proglide devices were attempted, four devices in the left common femoral artery (lcfa) and four devices in the right common femoral artery (rcfa) via 20fr sheath using the preclose technique prior to an endoprosthesis procedure. Reportedly, when the plunger was removed, the suture was not attached. Four additional proglide devices were placed, two devices in the lcfa and two devices in the rcfa. The endoprosthesis procedure was completed and hemostasis was achieved using the pre-placed proglide sutures in the lcfa and rcfa. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, the following additional information was received reporting that this proglide device (part 8) had not been used during this procedure and would not have been a reportable event.